Event description:
It was reported that the kinair medsurg pulse bed was deflating. There was no injury reported.

Manufacturer narrative:
Kci records indicate that the kinair medsurg pulse was tested, per quality control procedure in 2009, prior to pt placement, and the unit met specifications. The unit was delivered to the facility on the same day, and placed with pt two days later. Eval of the bed revealed that the kinair medsurg pulse left seat distribution manifold was allowing air to escape, preventing the seat cushion to stay properly inflated.